Event description:
It was reported that the infusion information on pca and other modules were "erased" due to an alleged malfunction of the pc unit. Dilaudid was infusing through the pca module at the time of the event. There was patient involvement but no harm. Bd has learned additional information. It was reported to bd representatives during their site visit that the pc unit "started flashing red and alarming: all modules stopped infusing including the pca and other modules attached to the pcu. There was no light in the light houses, they were not infusing." The clinician stated that they "had not pushed the system off button prior to the modules being off." There was a code on the screen, but the clinician couldn't remember what it was. The clinician stated that the device was unplugged and re-plugged in, and the device turned back on. They could not restore infusions, and it had to be reprogrammed. The infusion continued until the next day when the pca was changed out and sequestered.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
Omit : c20 - no findings available. Additional information : medical device serial #, unique identifier (UDI) #, device manufacture date, imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the infusion information on pca and other modules were "erased" due to an alleged malfunction of the pc unit. Dilaudid was infusing through the pca module at the time of the event. There was patient involvement but no harm. Bd has learned additional information. It was reported to bd representatives during their site visit that the pc unit "started flashing red and alarming: all modules stopped infusing including the pca and other modules attached to the pcu. There was no light in the light houses, they were not infusing." The clinician stated that they "had not pushed the system off button prior to the modules being off." There was a code on the screen, but the clinician couldn't remember what it was. The clinician stated that the device was unplugged and re-plugged in, and the device turned back on. They could not restore infusions, and it had to be reprogrammed. The infusion continued until the next day when the pca was changed out and sequestered.